Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12615 et tube, cuffed, spiral-flex, 7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the coils are damaged and the tube is kinked in between the "sheridan" and "nasal" markings on the tube. Visual examination into the tube revealed that the inner wall of the extrusion has separated from the outer wall as a result of the damage to the inner coils. No other defects or anomalies were observed. The reported complaint of "wire deformed in use" was confirmed based upon the sample received. The returned et tube was confirmed to be kinked and have a damaged wire between the "sheridan" and "nasal" markings on the tube. A device history record review was performed on the product with no evidence to suggest a manufacturing related cause. The damage observed is consistent with a coil reinforced tube that has been pinched with a high force. Therefore, based on the time of discovery and the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "the pvc in the inner part fell off" of the device during patient use. No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The device involved has not been received for evaluation by the manufacturer at the time of this report. However, a device from the same family in current manufacturing was used for testing. Samples (80) were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. Customer complaint cannot be confirmed at this time. Root cause cannot be determined. No corrective actions can be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the pvc in the inner part fell off" of the device during patient use. No patient harm reported. Patient condition reported as fine.